Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens -10.0/1.0/075 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2020. On (B)(6) 2021 the lens was exchanged for shorter length lens of different power due to excessive vault, refractive surprise, elevated intraocular pressure and significant reduction of irido-corneal angels. This exchanged resolved the problem. Cause was reported as unknown.

Manufacturer narrative:
(B)(4). Claim# (B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found haptic broken to the lens. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).